Event description:
It was reported that pump experienced malfunction after caller had dropped pump two days earlier and was installing and loading new cartridge when issue appeared. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump.